Event description:
It was reported via repair work order that the top cover was torn and fluid intrusion was noted on the foam crib. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: mattress has been replaced.